Manufacturer narrative:
UDI field (d4) concomitant product UDI for cuff is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced recurrent incontinence. During revision surgery, the physician confirmed that the device was not functioning properly and suspected a leak in the balloon; however, the balloon could not be retrieved from the abdomen during the procedure. The cuff was not leaking when tested on the back table. The device was explanted and replaced. No further patient complications were reported.